Event description:
It was reported that the patient called indicating that the right atrial (ra) and right ventricular (rv) leads had moved. Boston scientific technical services (ts) recommended the patient to contact the health care provider for clarification. No adverse patient effects were reported. Additional information was received indicating that this rv lead exhibited under sensing, the physician increased sensing and the lead remains in service. No adverse patient effects were reported.